Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker triggered an alert for out of range pace impedance measurements on the right atrial (ra) lead resulting in a lead safety switch. Boston scientific technical services (ts) noted right ventricular (rv) lead impedances were jumpy. Both leads involved are non boston scientific products. Ts recommended to further evaluate this patient and device system. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that reprogramming was performed due to the out of range impedances on the ra lead. Additionally, abrupt increases and decreases in impedances on the rv lead were observed. Further evaluation will be performed in one month. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker triggered an alert for out of range pace impedance measurements on the right atrial (ra) lead resulting in a lead safety switch. Boston scientific technical services (ts) noted right ventricular (rv) lead impedances were jumpy. Both leads involved are non boston scientific products. Ts recommended to further evaluate this patient and device system. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker triggered an alert for out of range pace impedance measurements on the right atrial (ra) lead resulting in a lead safety switch. Boston scientific technical services (ts) noted right ventricular (rv) lead impedances were jumpy. Both leads involved are non boston scientific products. Ts recommended to further evaluate this patient and device system. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.